Event description:
A 55 year old male who was admitted from (B)(6) 2023 for the initiation of remodulin for pah who group I. Pt had remunity pump failure on four occasions since being discharged from hospital on (B)(6) 2023, three of those requiring return to ed. The industry staff went to pts house this am after pump failure overnight last night and was unable to successfully troubleshoot either two of the pumps and pt was instructed to return to ed. This resulted in an additional hospital admission. All pumps were returned to (B)(6). (B)(6) us. Reference report: mw5149337.